Event description:
The patient reportedly fell and hit her head at the implant site approximately four months ago. The patient has reported pain near the implant site and headaches. The patient's performance has decreased. The doctor noted that the patient's skin over the implant site is thin with crusting and believes the patient's device magnet may have been dislodged from the fall. The doctor has recommended to cleanse and put antibiotic ointment (type unknown) over the implant site. The patient is being monitored and device testing will be performed.